Event description:
Info received indicates the left head siderail weld is broken at the front arm. Siderail will latch in the up position.

Manufacturer narrative:
The tech found the siderail was rusted and worn. He replaced the siderail assembly to repair the bed.